Event description:
It was reported that during the implant procedure, the device was programmed to voo but an increase in pacing intervals was observed. It was noted that the physician was using a radio knife, yet no increase in spo2 was seen on the electrocardiogram (ECG) monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)